Event description:
During a clinic visit, a physician observed a 25% remaining status indicator on a generator that had only been implanted for 1.5 years. The settings were not very high, so the physician believed that the generator battery was depleting faster than expected. The device history records were reviewed and confirmed that the device may have been manufactured using a process that may have contributed to premature battery depletion. The device met all specifications for release prior to distribution. Programming data was reviewed for the patient's generator. The data was available from the date of implant through the recent clinic visit. Impedance was within the normal limits throughout the available history. Battery depletion was normal through the beginning of the implant life of the device. The 25% indicator was observed approximately 1.25 years after implant. The battery voltage confirmed the 25% remaining indicator; however, only 32.874% of the battery had been consumed to date. The 25% remaining indicator was observed again at the recent clinic visit 3 months later; however, only 38.802% of the battery had been consumed to date. These discrepancies indicate that the battery voltage is dropping faster than expected. No additional relevant information has been received to date. No surgical intervention has occurred to date.

Event description:
The patient underwent generator replacement surgery. The explanted generator was received by the manufacturer for analysis, but analysis has not been approved to date. No additional relevant information has been received to date.

Event description:
Analysis was approved for the explanted generator. When received, the final data was downloaded from the generator and reviewed. The data showed that 50.034% of the battery capacity had been consumed to date. The impedance values of the most recent significant impedance change were within the normal limits. The generator was interrogated, and system diagnostics were performed and returned results within the normal limits. The generator was opened, and a visual assessment of the internal circuitry showed contaminants on the trimmed edge of the circuit board. The circuitry was tested and failed several electrical tests. The contaminants were removed from the circuit board, and the circuit board passed the electrical tests. Based on the electrical testing results, the contaminants on the edge of the circuit board led to the supply current drain, which in turn led to premature depletion of the battery. No additional relevant information has been received to date.